Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not deploy properly, there was blood everywhere, and they had to get a clamp to attempt to cross-clamp. There were no other pt effects reported. The product was initially retained by the hospital but has since been returned.

Manufacturer narrative:
The device was returned to cardiac surgery on apr 19, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4).